Event description:
It was reported that minibore bi-fuse pressure 2 IV connector leaked and had blood backflow. The following information was provided by the initial reporter: material no: mz5307 batch no: unknown. [Event 3] it was reported that medication was leaking and blood backed up into the cap. And on the y-connector into the tubing.

Manufacturer narrative:
H.6. Investigation: the customer reported that blood backed up into the tubing and was leaking, then returned one used sample of model #mz5307 with two additional used filter sets of material #mz9226. The tubing leaked from a crack in the middle of one of the filters, and the blood backing up and leakage complaints were verified. The root cause is unknown at this time. The filter was investigated further by the supplier, who was unable to test them due to the blood contamination. An assortment of filters, that were also cracked in the middle, and that were not contaminated with blood, were sent to the supplier and the root cause could not be determined for these either. A device history record review could not be performed because a valid lot number was not provided by the customer. Even without the blood contamination, the root cause would be unknown from the supplier investigation. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector leaked and had blood backflow. The following information was provided by the initial reporter: material no: mz5307 batch no: unknown. [Event 3] it was reported that medication was leaking and blood backed up into the cap. And on the y-connector into the tubing.